Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that on november 14, 2023, healthcare provider (hcp) performed acute mechanical thrombectomy. During the operation, the intracranial thrombectomy stent sfr-6-30 was used. The first time the stent was in place, hcp waited for 5 minutes and withdrew the stent and entered the navien, the resistance was great. The operator promptly removed the stent and the navien. After withdrawing from the body, it was found that the proximal end of the stent had broken. To ensure the operation, hcp immediately replaced it with another sfr3-6-40-10 stent and the operation was successfully completed. There was pushwire break/separation in the proximal section. The pushwire was not torqued during the procedure. All  broken segments of the pushwire were not removed from the patient. The stent was removed from the patient. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of  ischemic stroke. The baseline modified rankin scale (mrs) score was 5, procedure was 3. The baseline national institutes of health stroke scale (nihss) was 15, post-procedure was 3. The baseline tici was 0, post-procedure was 3. IV tpa was not contraindicated. There were two passes with the device.  It was noted the patient's vessel tortuosity was normal. The stroke onset to reperfusion time was 4 hours.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that after the stent was withdrawn, the proximal end was found to be broken. No part remained in the patient's body.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lotno: (B)(4) found the solitaire fr pusher broken at the buffer weld, within the shrink tubing, at ~180.1cm from the pusher's proximal end. The solitaire fr marker coil was damaged (bent). The stent¿s proximal marker glue dome was damaged. The stent¿s teardrop/non-working length struts were damaged (bent). The remaining stent¿s working length struts were found to be in good condition. The solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via tensile overload. Based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ and ¿pushwire break/separation¿ reports were confirmed. As the sem report indicated, the pusher separated via tensile overload, it is likely the pusher became separated as it was retrieved against resistance. In addition, damages to the solitaire fr pusher and stent can occur if advanced or retrieved against resistance. Possible causes of ¿resistance during retrieval¿ include the use of an incompatible catheter, catheter damage, and patient vessel tortuosity. The navien catheter was not returned; therefore, any contributing factors (including catheter damage) could not be assessed. The make/model of the navien catheter was not reported; therefore, compatibility could not be assessed. As it was reported, the patient vessel tortuosity was ¿normal ,¿ which is unlikely to contribute to the reported resistance. The cause for the reported resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.